Manufacturer narrative:
Two used list# ch-14, chemoclave® vented bag spike connected to an unknown, dextrose 5% 250ml IV bag; lot# 2k4066 / # 2h4004 and one syringe 35ml connected to spiros lot# unknown, were returned for evaluation. One of the sample was wrapped with plastic. As received the ch-14 was visually inspected looking for the source of the fragments. However, nothing wrong was found. Fourier transform infrared spectroscopy (ftir) result did not match with any material in the item or wrapped plastic. The complaint of particulate matter can be confirmed. However, based on the ftir results this particulate does not have any component from the manufacturing process that matches with this. Therefore, the probable cause is unknown. Corrected information can be found in d10 concomitant product, e1, e3, g2 - report source and h6 component codes.

Event description:
The event involved a chemoclave vented bag spike where the customer reported particulate matter in fluid path observed as an out of box failure. The customer stated that there were two events that inserted to the drug bag, there were some scraps in the syringe. The issue was noted out of package, so there was no patient involvement or harm associated with this event. The drug involved was orectalip device was not reprocessed/ resterilized. The event occurred during drug preparation. A ch2000 was connected to ch70 and withdrew the orectalip, after the ch2000 connected with ch14 and injected the orectalip into drug bag, some scraps were found in the drug bag. There was no patient involvement, no adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device has been received for evaluation, but the investigation is not yet complete.